Manufacturer narrative:
On 06/02/2010, the customer indicated that a patient death occurred in (B) (6) 2009 in the ER. It was stated that the monitor was not alleged to be a factor and that there was no allegation of a product malfunction. In abundance of caution, we are reporting this incident. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a patient death occurred in (B) (6) 2009; however, it was stated that the monitor was not alleged to be a factor.